Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a scheduled remote transmission was reviewed and was found that the pacing impedance and right ventricular (rv) coil impedances had decreased. Possible fluid accumulation was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.